Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The us complainant reported the 86-year-old female patient was on impella cp support due to left anterior descending artery, circulatory, and right coronary artery blockages. While on support, the patient had a large hematoma on the impella side and a small one on the femoral artery line. Pressure was held and blood products were given.

Manufacturer narrative:
The investigation into the reported access site bleeding has been completed since the original report was filed. The root cause of the access site bleeding cannot be determined since the product was not returned and enough clinical info was not provided.